Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with motor error alarm. The customer's blood glucose level at the time of incident was unknown. Troubleshot was conducted. The drive support cap was noted to be protruded. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
Insulin pump had no unexpected motor error alarms noted. The insulin pump passed self test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were in specification. Motor was tested outside of the unit and passed. Unit received with loose/tilted drive support cap noted. Minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and missing end cap sticker.